Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on during an attempt to take (B)(6) male patient's blood pressure (bp). They were able to use a manual bp cuff to take the measurements. There were no adverse effects to the patient as a result of the reported failure. The customer advised that prior to the start of the ems crew's shift, the unit had two fully charged batteries installed and that they were only one hour into their shift when the failure occurred.